Event description:
It was reported that during implant, the pin plug was inserted into the high voltage port on the device and the plug "went almost all the way into the port". The physician was able to remove the plug and then inserted the same pin plug into the superior vena cava port and it inserted as expected. Another pin plug was used and it was reported it again went too far into the port. The plug was left in the port and a plan is in place to implant a tachy lead at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.